Event description:
Opening a pack for the case we were about to perform. A small black crunchy particle was found in the bottom of the small plastic bowl in the pack. The pack was an or procedure pack lf. The central supply (cs), was notified, the old was discarded and a new was ordered from supply chain. After the discovery, all went well.